Event description:
Time of surgery. On (B)(6) 2019, non-osseointegration of the implant was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: peri-implantitis. No further patient complications were reported.